Event description:
Leica microsystems received a complaint regarding sub-optimal processing of approximately 205 cassettes. When notifying leica microsystems of this complaint, the complainant also advised that a user had replaced the reagent in a station designated for 100% ethanol with 70% ethanol in error; that the tissue lacked nuclear detail when examined microscopically following sectioning and staining and that the quality of tissue processing remained sub-optimal after the affected tissue samples had been re-processed. The sub-optimal tissue processing reported by the complainant was derived from four (4) processing runs. On (B)(4) 2012, leica microsystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable. Re-cutting of existing samples was required in some instances.

Manufacturer narrative:
Bottle 3 (ethanol) was removed from the instrument for four (4) minutes at 14:04pm on (B)(4) 2012; and bottles 11 (xylene), 15 (cleaning xylene) and 16 (cleaning ethanol) were removed from the instrument for more than two (2) minutes between 16:30pm and 16:40pm on (B)(4) 2012. This is sufficient time to complete manual replacement of these reagents. The properties of the corresponding reagent station were then reset. Resetting a reagent station sets the concentration to the default value configured unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The user affirmed that the default concentration of 100% was to be set for each reagent in this case. The complainant advised leica microsystems that a user had re-filled bottle 3 with 70% ethanol rather than 100% in error. The instrument software uses concentration to schedule reagent stations when executing a protocol, and the reagent with the highest concentration is always used for the last step before changing to another reagent group or type. As a consequence, bottle 3 was used for the final dehydration step in two (2) of the four (4) runs from which sub-optimal tissue processing was reported. The minimum final reagent concentration required for ethanol is 98%. Using ethanol at less than the minimum concentration required results in re-introduction of water into the tissue which cannot be displaced in subsequent processing steps, contamination of reagents used in the subsequent steps resulting in the sub-optimal processing noted in the remaining two (2) runs. The root cause for the sub-optimal tissue processing reported was a use error in replacing the ethanol in bottle 3 prior to commencement of the affected processing runs.